Event description:
Reprocessed single port tourniquet failed to inflated three times despite a two different connection cords and different machine inflation sides. The tourniquet was leaking air at the connection of the hose and tourniquet male connector. Another tourniquet was applied to the forearm sterile and used instead.